Event description:
Reporter alleged due to blood glucose monitoring device high result, being taken to the hospital and treated for low blood glucose. Reporter stated device result was 404mg/dl, however, felt glucose was low so went to the hospital where their device measured 55mg/dl. Reporter indicated being treated with a dietary adjustment and other treatment, not provided for low blood glucose. Reporter stated not taking any actions based n the high result because of how he felt. Reporter indicated no controls were used. A request was made for the return of the suspect device and replacement product was sent.